Event description:
The rotapro atherectomy device repeatedly stalled during prep. The device was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly. Manufacturer response for atherectomy device, rotapro atherectomy device (per site reporter) clinical site notified mfg directly.